Event description:
The pd nurse of a peritoneal dialysis (pd) patient reported the patient finding a fluid leak during her treatment. The patient received an alarm on the cycler and discovered fluid leaking from the tubing set. The patient contacted her pd nurse who reported the fluid leak. The set was not made available for evaluation. During follow up the patient's pd nurse and the patient reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.